Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, "event start date - (B)(6) 2017, event end date - (B)(6) 2017, thromboembolism - neurologic thromboembolism, outcome of event - fully resolved, treatment - hospitalization, inr as of (B)(6) 2017 - 1.77, event unrelated to device".

Event description:
According to initial reports, "event start date - (B)(6) 2017, event end date - (B)(6) 2017, thromboembolism - neurologic thromboembolism, outcome of event - fully resolved, treatment - hospitalization, inr as of (B)(6) 2017 - 1.77, event unrelated to device".

Manufacturer narrative:
The manufacturing records for the onxace-23 (B)(4) was reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The onxace-23 (B)(4) was reported as implanted (B)(6) 2015. The patient is a participant in the on-x post approval study (pas), which is the origin for this complaint. The pas record indicates endocarditis reported (B)(6) 2017, described as likely aortic root abscess, possibly from stepping on a nail. International normalized ratio (inr) that day was 4.93. On (B)(6) 2017 the inr was 1.77 and the next day the patient had a thromboembolism described as ¿septic cns embolic, cerebrovascular accident (cva).¿ the valve was explanted and replaced by onxaap-23 (B)(4) on (B)(6) 2017 (2 years 95 days post-implant) in the male patient, now (B)(6). This is a case of infection (endocarditis) affecting the original valve/graft combination leading to an embolism that resulted in a stroke (i.e. Cva). Given the time frame since implantation (> 2 years), and the fact that this mechanical valve undergoes a terminal sterilization step during processing, it is unlikely the reported clinical findings are related to implantation of a contaminated on-x valve. Status of the patient following the reoperation is not known. Endocarditis is a known risk of prosthetic valve replacement as is the consequent risk of explantation [instructions for use]. Objective performance criteria (opc) report a historical rate of endocarditis at 1.2 %/patient-year [iso 5840:2005]. The risk of thromboembolic events are also well known. The opc indicates an industry-wide rate of thromboembolic (te) events of 3.0%/patient-year for rigid valves. The precipitating cause of the stroke and later necessity to replace the on-x valve is endocarditis, probably due to bacteremia related to a nail puncture wound. This event does not identify additional hazards or modify the probability and severity of existing hazards. No further action is required at this time.